Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 39286-65 lot# serial# (B)(4) implanted: (B)(6) 2010 explanted: product type lead.a good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for failed back surgery syndrome reported the implantable neurostimulator (ins) was put in the worst place possible; right where their belt went. It was further reported the device shifted out of place and after this the consumer got dental implants and when they would touch their dental implants with their tongue it tasted like battery acid. The device was removed in 2014, but when the device was removed part of the lead was left in place so when they would bend over they could feel a piece of wire sticking them and just about couldn¿t stand up straight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.